Event description:
It was reported that prior to use with a bd vacutainer® cat (clot activator tube) plus blood collection tubes the cap was discovered to be missing. The following information was provided by the initial reporter: cover on vacutainer was lost.

Manufacturer narrative:
H.6. Investigation: bd has not received any samples in support of this complaint, but three (3) photographs were attached showing a tube with a missing cap. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® cat (clot activator tube) plus blood collection tubes the cap was discovered to be missing. The following information was provided by the initial reporter: cover on vacutainer was lost.